Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was leaking from its reservoir during a patient infusion. Therefore, the sterile fluid pathway was breached. The device had been infusing 5-fluorouracil for 36 hours when the leak was observed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This is report 3 of 6 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Device evaluation: a companion sample from the same lot as this device was received by baxter for evaluation. A visual inspection was performed as well as functional testing. A leak test was performed on the sample by filling the bladder with green water then monitored for 48 hours. After 48 hours, no signs of leak were detected. Therefore, the reported condition of "leaking reservoir" was not confirmed during the product evaluation. This is a single use device and will not be repaired. Similar reports have been received for the reported problem; baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.